Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that they received replace battery 3 times and this has occurred failed battery alarmed. No harm requiring medical intervention was reported. Customer stated that battery may fail test if it had potential to cause insulin pump to lose power without warning. Contacts are not missing or damaged, neither compartment nor spring are damaged or corroded. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit alarm anomalies noted. (B)(4).